Event description:
Additional information received indicated that intravenous fluids were also administered on (B)(6) 2015 related to the patient's urinary retention and the event is considered recovering/resolving (adverse event is improving) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Related to MFR#: 2183959-2015-00060. Additional information received indicated that when the patient was admitted to the hospital for diverticulitis, a urine culture was "positive during admission" and a moderate urinary tract infection (uti) was diagnosed. The patient was also found to have urinary retention. A foley catheter was placed for the urinary retention on (B)(6) 2015 and the patient was discharged from the hospital with the catheter in place. The urinary retention status is recovering/resolving (ae is improving). Medication was administered for the uti on (B)(6) 2015 and the uti was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Related to pr (B)(4). It was reported that following the implantation of an elevate anterior graft the patient experienced severe diverticulitis. She presented to hospital with abdominal pain, chills, shakes, nausea and vomiting. A CT scan of abdomen showed mild acute diverticulitis. The patient was admitted to the hospital for medical management and IV antibiotics. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received stating the patients urinary retention was resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.